Event description:
After cannulation of the vessel, the power glide got kinked and stuck in the pt's arm as the PICC nurse was removing the needle. This required incision from the interventional radiologist to remove the rest of the catheter.